Manufacturer narrative:
Block e1 (initial reported facility name) (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted in the sigmoid colon to treat sigmoid stenosis during an endoscopic intestinal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent was difficult to deploy and advance. It was noted that the stent failed to expand; hence, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted in the sigmoid colon to treat sigmoid stenosis during an endoscopic intestinal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent was difficult to deploy and advance. It was noted that the stent failed to expand; hence, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. Additional information received on january 21, 2026: it was later confirmed that a part of the stent was attached to the delivery system.

Manufacturer narrative:
Block b5 (describe event or problem) and h6 (device codes) have been updated based on additional information received on january 21, 2026. Block e1 (initial reported facility name), (B)(6) hospital, reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed imdrf impact code f2301 captures reportable event of additional device required.